Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. B30 error indicates scope communication error and is displayed when the device fails to load scope identification data to hardware, resulting in a registry error. It mainly occurs when a foreign material or moisture adheres to the electrical contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no b30 scope communication error present during the evaluation. However, the connector socket was found worn, and the monitor remote was not functioning properly due to a faulty printed circuit board. The unit was also still equipped with outdated software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was presenting a b30 scope communication error during routine device maintenance. There was no patient involvement during this event.